Event description:
It was reported that intervention was required to remove the stuck imaging catheter. The 24 mm in length and 3.0 mm vessel diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) coronary artery. During an unspecified procedure, an opticross¿ imaging catheter was used. After pre-dilatation of an unspecified balloon, an unspecified stent was deployed in the lesion. When the catheter was advanced to the lesion, the device became stuck. However it was unknown whether this device was got stuck in the deployed stent. An unspecified guidewire was inserted and released the device and was removed from the patient. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed that there was no damage or failure on the tip of the catheter. The guidewire exit port was lifted 1.00mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that intervention was required to remove the stuck imaging catheter. The 24 mm in length and 3.0 mm vessel diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) coronary artery. During an unspecified procedure, an opticross¿ imaging catheter was used. After pre-dilatation of an unspecified balloon, an unspecified stent was deployed in the lesion. When the catheter was advanced to the lesion, the device became stuck. However it was unknown whether this device was got stuck in the deployed stent. An unspecified guidewire was inserted and released the device and was removed from the patient. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).